Event description:
During device preparation, the error message "contact force catheter is intended for single use only" was noted. The device was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.